Manufacturer narrative:
Six devices were received for evaluation. Visual inspection on the six units via the naked eye noted fluid inside the bags which contained the units. When the units were removed from the bags, the cause of fluid inside the bags was found to be slightly untightened blue winged luer caps. A functional leak test was performed by filling the six units with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the six units were being monitored until the next day. The next day, no signs of leaks were observed. Based on the functional leak test finding, the six units were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six units of small volume intermates leaked. This was identified prior to use. The units were prefilled with unspecified admixture and the leaks were contained within the packaging. There was no patient involvement. No additional information is available.